Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-23609. It was reported that the asymptomatic patient presented for a lead revision procedure. Prior to procedure, it was noted that the atrial lead exhibited high capture threshold, which was draining the battery quickly. During the procedure, a line of damage was noted around the entire circumference of the atrial lead. Similarly, there was partial damage in the same area of the right ventricular lead. The damage was suspected to be due to the suture sleeve squeezing the leads. Both leads were explanted and replaced. The patient was in stable condition and was discharged.